Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient with an implanted neurostimulator (in s) for urinary dysfunction (incontinence, urgency, and/or frequency). It was reported that a patient who had previously been recommended for a psychiatric evaluation was stating that they were feeling pain all around their body (including hair, teeth, hands, abdom en, and head) when stimulation was turned off. She was referencing the same symptoms before the battery had been implanted and after the device associated with this report had been explained to over 2 years. The rep left the device turned off and instructed patient on how to turn their device on should they want to use it. Patient scheduled an appointment to see a rep in the office. Another field representative on my team was at the appointment, and the patient did not show. Another appointment was scheduled for 6/23, and that same field representative covered that appointment. The same symptoms were mentioned and best course of action (discussed with the nurse) was to explant battery and recommend patient follow-up with her pain clinic